Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The device was not returned for analysis but the device logs were reviewed and it was determined there was a memory corruption.

Event description:
Additional information was received indicating that the device bluetooth connection was established to resolve the event. The patient was stable.

Event description:
During a remote follow up, the device was unable to establish bluetooth communication. Technical services reviewed prior records and found the device bluetooth was advertising however, a connection error was occurring. In clinic follow up is anticipated. The patient was stable.